Event description:
It was reported that missing readings occurred. The sensor was inserted into the arm on (B)(6) 2022 which is off label placement for pediatric patients in canada. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient changing the device time which led to signal loss. The reported event of a missing readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).